Event description:
The reporter stated that the ok keypad button has been sticking. She stated that the patient wears the pump in a case on his belt and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings:the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.